Event description:
It was reported that during a ureteroscopy, the zero tip stone retrieval basket did not fully retrieve into the sheath, leaving approximately 1-2mm protruding at the tip, which perforated the ureter. The co's follow up indicated this may have occurred due to the physician's technique, since he often does not use the necessary introducer, which prevents this type of event from occurring. The perforation was considered minor. The procedure was completed successfully, and a stent was placed for two weeks. No pt sequelae resulted from this event. The device was received, evaluated and retained by this manufacturer. The engineering evaluation revealed that there is no damage to the basket. The wire sub-assembly moves within the outer sheath. The device was functioned and was found to advance and retract properly. Based on the co's follow up and the engineering eval, co believes user technique may have contributed to this event.